Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/12/2025, a sales representative reported via email that (B)(4) of an ar-3636 knotless 1.8 fibertak soft anchor, each from different lots, exhibited the same issue during use. Specifically, all anchors failed in the final 10mm of tensioning and seized before full tension could be applied. This was discovered during a procedure, with no reported patient harm. Additional information has been requested on 06/25/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per knotless 1.8 fibertak® soft anchor for glenoid labrum repair - note: 03 remove the inserter handle and spear, then pull on all three suture tails to confirm the anchor is set in the cortical bone. Note: a slow, steady pull is recommended to allow the anchor to properly deploy. A fast, aggressive pull could lead to improperly setting the anchor. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure is user error, which can be attributed to not following proper surgical technique.